Event description:
A call was rec'd - pt reports developing an eye infection os after use of renu multiplus multi-purpose solution. She was seen in an ER and given alcon eye stream eye rinse solution, sulfacetamide and patanol. Subsequently, medical records rec'd. In 2006, pt presented to the ER with complaints of left eye redness and irritation. Eye exam revealed injected conjunctiva os. A diagnosis of bacterial keratitis was made and pt was prescribed patanol and sulfacetamide. In follow up, pt was seen five days later and two days later, by subsequent hcp who diagnosed temporary vision loss of undetermined etiology. Pt had complaints of eye being slightly red, mild photophobia and blurry vision. Pt was treated with zymar and pred forte and told to discontinue other meds. Hcp felt pt was recovered on the same day and did not relate this event to any specific product.

Manufacturer narrative:
Chemical testing of the complaint sample found it to be within shelf life limits. Bausch & lomb initiated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. The conclusion of this investigation was that renu multiplus formula is effective, meets all performance criteria and no causal factor is identified with the reported event.